Event description:
It was reported to philips that azurion system was restarting/hanging for an indefinite period. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed that the system restarts. After reviewing the log file fse found reinstallation of the equipment software is the cause of the issue. Fse replaced router kit, suite pc. After replacement of router kit & suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.